Manufacturer narrative:
Field service engineer (fse) went to the site to evaluate the device and ensured that it was fully functional and safe. There was no sign of excessive energy observed. The fse completed the evaltion datasheet and confimed that the laser met all candela's specifications. The gentlemax pro laser system operator's manual warns: all personnel in the vicinity of the laser must keep eyewear on at all times during treatment procedure. The gentlemax pro laser system operator's manual warns: use only safety eyewear with an optical density of greater than or equal to 5.8 for 755 nm and eyewear with an optical density of greater than or equal to 6.3 for 1064 nm. Safety eyewear that is designed for use with other laser systems may not provide adequate protection. Please use the dual wavelength eyewear supplied with the system. The gentlemax pro laser system operator's manual warns: position patient comfortably and confirm that the patient and everyone in the treatment room are wearing the correct protective eyewear. Based upon all the available information, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, the cause for this event is cause not established. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.

Event description:
Customer has a patient reporting that one of her pupils is smaller than the other post facial treatment. Customer reported female patient received a facial toning treatment as well as spot treatment for multiple pigmented lesions. Customer reported grid pattern was marked over the patients face to guide the treatment, metal eye shields (provided by candela) used with wet gauze underneath were used, and that she did not treat within the orbital rim; stays 1 centimeter away from this region. Following the facial treatment with 1064, the pigmented lesion was treated; used lead interocular eye shields with numbing drops and hydration ointment. There was 1 pulse to the eyelid using 755nm, 8mm, 24j and a total of 8 pulses over multiple pigmented facial lesions. Customer stated patient had no complaints following the procedure. Patient called office 2 days post treatment stating her left pupil was smaller, and that she had a burnt retina. Customer received photo 4-5 days later, stating the eye looked normal in the photos. Customer received no medical/doctor information from patient. Photo not provided to candela. Additional information solicited.